Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene sutures, involved contributed to the adverse events described in the article, specifically? Recurrence, infection, seroma? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene suture? (B)(4).

Event description:
It was reported in a journal article that the patient underwent an umbilical hernia repair procedure between 11/2007 and 08/2011 and the suture was used in mayo repair and primary "suturization". Following the procedure, the patient experienced complications included recurrence treated with reoperation, infection or seroma. Additional information has been requested.